Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that the paramedics were called for customer due to high blood glucose. Customer was not taken to the hospital. It was reported that display had a rainbow effect and buttons were not responding. Insulin pump would be replaced.